Event description:
It was reported that the implantable neurostimulator 97715 intellis adaptivestim pain exhibited high impedance on connections 9, 11, 12, 14, and 15, with values of 40000, as well as loss of stimulation, and stimulation in an incorrect location. The connection between the battery and lead was checked as part of troubleshooting. The issue was ongoing and the device remained implanted and in service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.